Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range ra pace impedance measurements >3,000 ohms and various types of oversensed noise consistent with potential lead fracture and electromagnetic interference (emi). In addition, there also appeared to be some respiratory rate trend (rrt) signal oversensing on the ra channel. This crt-d and right ventricular (rv) defibrillation lead exhibited myopotential noise with oversensing, as well. Technical services (ts) suggested troubleshooting options such as adjusting sensitivity or programming to vvi, as well as considering defibrillation threshold (dft) testing. This crt-d, ra lead, and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range ra pace impedance measurements greater than 3,000 ohms and various types of oversensed noise consistent with potential lead fracture and electromagnetic interference (emi). In addition, there also appeared to be some respiratory rate trend (rrt) signal oversensing on the ra channel. This crt-d and right ventricular (rv) defibrillation lead exhibited myopotential noise with oversensing, as well. Technical services (ts) suggested troubleshooting options such as adjusting sensitivity or programming to vvi, as well as considering defibrillation threshold (dft) testing. This crt-d, ra lead, and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) had been programmed to vvi prior to the field representative's device check. When testing the right atrial (ra) lead, it was also noted that there was no capture at maximum outputs. Ra pacing inhibition was also observed due to the previously reported noise with oversensing, however the patient still had an underlying atrial rhythm. The physician plans to surgically abandon and replace the ra lead while keeping the same crt-d implanted. Additional information received reported that ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.